Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a smart touch bidirectional sf and suffered a cardiac tamponade and deceased. During the ablation phase, a cardiac tamponade was confirmed on the echocardiogram. A pericardiocentesis was performed and the patient was follow up by percutaneous cardiopulmonary support (pcps). At a later date, open chest surgery was performed and confirmed the perforation toward the left atrial appendage. After the open chest surgery, the patient expired a week later. The cause of death is multiple organ failure due to hemolysis occurrence during pcps before the thoracotomy. The exact date of death is unknown; however it is between (B)(6) 2016. The physician¿s opinion on the cause of the cardiac tamponade was procedure related, it was not related to biosense webster inc. (Bwi) product malfunction. A transseptal puncture was performed with an unknown needle. The generator was in power control mode, however other settings are perimeters are unknown. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. There were no error messages observed on bwi equipment during the procedure.